Event description:
It was observed that during the device evaluation, the camera head exhibited a slice on the cable and no image. There were no reports of patient involvement.

Manufacturer narrative:
The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.